Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmologist reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the capsule was torn. According to the ophthalmologist there was no product problem. The lens was removed and replaced with a different lens. Additional information was requested.